Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a missing needle issue. The sensor was inserted into the back of upper arm on (B)(6) 2025. Product was provided for evaluation. An external visual inspection was performed and failed. The allegation was not confirmed. However, a broken sensor wire was found in connection to the allegation. The probable cause could not be determined. No injury or medical intervention was reported.